Event description:
It was reported that balloon rupture occurred. A 6.0 x 40mm mustang balloon catheter was advanced for dilatation. However, during the third inflation at 16 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.